Event description:
.

Manufacturer narrative:
(B)(4). Additional information: it was initially reported that, "the surgeon rotated the device two and a half turns." When additional information was requested, the following response was provided, "was there any difficulty removing the device from the tissue? If yes, how many counter-clockwise revolutions were used to open the device? 2 half turns to open and 90 degree twist." Can you please confirm the number of turns that were used to open the device? 1+ complete turn = 2+ half turns. What was the extent of the torn tissue and what was done to repair it? About 30% of the staple line - sutured closed. Was there any additional patient consequence in addition to the conversion to an open procedure? If so, please explain. The case converted to open to enable suture closure of the anastamosis. No other consequences reported. How was the case completed? See above answer. What were the patient's pre-op diagnosis and/or pre-existing conditions that could have impacted the patient's health/surgical outcome? Morbid obesity, no other conditions shared by surgeon. What is the current status of the patient? Surgeon has not provided an update - the hospital has not contacted me for any risk analysis information so there must not have been post-op complications. Is an x-ray, video and/or pathology specimen and/or report available? The anastomotic rings may have been sent as specimen, but I am not sure. Would the surgeon be interested in having a phone call with either a cross functional team from ees or an ees md to discuss this event? Possibly.

Manufacturer narrative:
(B)(4). Additional information: rep stated that the surgeon did not feel that she needed to perform a leak test and felt confident that the suturing was adequate. Was the procedure done open/laparoscopically? Lap and converted to open following the tissue tear. What device was used for the proximal and distal transection? What color reload? Green reload on pse60a for gastric line/no intersected staple line on small bowel. What purse string technique was used or what purse string technique does this surgeon normally use? (Ex. Hand tied purse string, purse string device) inserted ecs21 thru lumen of jejunum and used integrated trocar to pierce tissue. How was the purse string placed, by hand or with an assist device? If an assist device was used, what product? None. Was the spike of the trocar inserted lateral or through the staple line? 3 to 4 cm lateral. What confirmation did the surgeon receive that the anvil was firmly attached? Click and retraction did not separate 2 parts. When the device was fired, where was the indicator within the green zone/gap setting scale? Close to the bottom ¿ surgeon closes based on feel was buttressing material utilized? None. Was the instrument fired across or near an existing staple line or clip? Across ecr60g line. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Crunch and visual inspection of cut thru washer. Were any unexpected noises heard? None. Were any of the forces higher or lower than expected (closing, firing, or opening)? No was there any difficulty removing the device from the tissue? If yes, how many counter-clockwise revolutions were used to open the device? 2 half turns to open and 90 degree twist, but there seemed to be a significant amount of reverse tension applied to remove the stapler. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Visual inspection following sutured closure of anastamosis ¿ no leak test. Did the operation change significantly as a result of the device issue? Converted to open to close the incomplete portion of the anastamosis. What is the patients age and sex? Female. Did a hcp other than the primary surgeon fire the instrument? No. Was there a recent conversion to ees devices in this account or with this surgeon? No. Rep stated that he was not able to determine if the 25% of the anastomotic ring that was left open was due to a missing staple line or if it was created from a tear. The rep also stated that following the procedure, he was able to advance the drivers in the device and no staples remained within the ecs21a. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device, open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic roux en y procedure, after firing the device at gastrojejuno junction, posterior to the patient's right side, the crunch was heard. The surgeon rotated the device two and a half turns. After the surgeon started to remove the device, the surgeon saw the anvil of the device sticking out an opening at the posterior side of the anastomosis. At that time, the surgeon converted the case to an open procedure to fix the opening in the anastomosis. After further inspection, she indicated that about 75% of the anastomosis was complete. The surgeon had to hand suture the other 25% closing the opening. After the suturing was complete, the surgeon did not perform a leak test to ensure the anastomosis. The case was completed. The rep inspected the device and the washer was cut, but there was only one donut present. The rep also stated that there were no staples present in the staple pockets. The rep also stated that there were no staples found in the patient.